Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect for an anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable.

Event description:
Device became difficult to remove over phoenix extra support wire. Stepped on fluro, tip of wire was detached from shaft of wire....distal shaft of wire was twisted on itself.

Event description:
Device became difficult to remove over phoenix extra support wire. Stepped on fluro, tip of wire was detached from shaft of wire....distal shaft of wire was twisted on itself.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect for an anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.